Manufacturer narrative:
An urgent medical device correction (umdc) entitled "syngo lab data manager version va11b and va12a systems: limitations and software anomalies" was sent to customers in may 2013 to notify customers that results that should be held for manual review may be released to the laboratory information system. The umdc provides customers with actions to implement while a new software version is developed.

Event description:
Results for patient samples with fluid types not matching the quality controls (qc) fluid type were not held by the syngo lab data manager application software after the quality controls (qc) failed. After a qc failure, all of the sample results were released except for one. The samples all had a fluid type of 'p' except for the sample that was held, which was not given a fluid type when it was manually ordered. The qc samples also do not have a fluid type, and therefore the fluid type of the qc samples only matched the fluid type of the result that was held. There are no reports of patient intervention or adverse health consequences due to the patient samples not being held after qc failed.